Event description:
Boston scientific received information that this patient experienced dizziness. This implantable lead was alleged to be broken. A revision procedure was performed and the lead was surgically abandoned. Post procedure, the patient reported extreme shoulder pain. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.